Manufacturer narrative:
The ge service rep conducted an on site investigation. The high voltage transformer tank was replaced and the filaments were calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a milli-amp sensor failure error message. This event occurred during a procedure. No pt injury was reported.